Event description:
It was reported that the right atrial (ra) lead was difficult to insert to this implantable cardioverter defibrillator (ICD) header during the implant procedure. The physician then forced the lead into the device header after inserting and loosening the set screw, and the device was unable to successfully sense. A new ICD was used to complete the procedure without incident. The attempted ICD is expected to be returned to boston scientific for analysis. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting both an is-1 and df-4 lead into the header of this device.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting both an is-1 and df-4 lead into the header of this device.

Event description:
It was reported that the right atrial (ra) lead was difficult to insert to the implantable cardioverter defibrillator (ICD) header during the implant procedure. The physician then forced the lead into the device header after inserting and loosening the set screw, and the device was unable to successfully sense. A new ICD was used to complete the procedure without incident. The attempted ICD is expected to be returned to boston scientific for analysis. No adverse patient effects were reported.